Event description:
Litigation alleges that patient experienced severe pain and discomfort. It is also alleged that the patient suffers from excessive levels of chromium and cobalt.

Event description:
Litigation alleges that patient experienced severe pain and discomfort. It is also alleged that the patient suffers from excessive levels of chromium and cobalt. Update 05/01/2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 07/13/2016 - medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes provided dor and reported pseudotumor. The cup and stem were well-fixed and remained in the patient. Updated cup/head and added stem and sleeve.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(6). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Updated: event/problem description, brand name, device product code, catalog #/lot #, date received by manufacturer, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.